Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-02016. It was reported the patient had been receiving inadequate coverage. An impedance check revealed high impedance on several contacts. X-rays were taken and one of the leads tails was found to be slightly pulled out from the ipg header. As a result, the patient underwent surgical intervention on (B)(6) 2018 to secure the lead tail into the ipg header. Surgical intervention resolved the patient's issue.